Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred at 12:00pm and involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger for which the customer reported a disconnection from a chemolock¿ port from the upper y clave port in the piggyback set upon attempting to eliminate an air bubble during use on a patient. It was reported that the device was in use for one hour, and a leak of an unspecified chemotherapy medication was observed during use. There was patient involvement, no adverse event, no one harmed and no delay in therapy.